Manufacturer narrative:
Internal complaint reference number: (B)(4). Device returned and evaluated. The sections d4, d9, e1, h3 and h6 were updated. H3, h6: results of investigation: the ri robotic drill attachment, part number rob10015, serial number (B)(6), was returned for evaluation. A visual inspection was performed. The complaint attachment was connected to a drill and an array tracker. The reported problem was not confirmed with a functional evaluation. The complaint attachment was connected to a drill and an array tracker. The drill was connected to a test cori console and the long attachment, and the array tracker became unlocked in the beginning stage of the kpc. A kpc test was performed and passed with no failures. A tka case was set up and completed with no errors. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a failure of the drill exposure motor encoder board or improper disassembly. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during cori assisted tka surgery, the drill registration failed. After several attempts, the surgeon was able to step to test spin. However, the motion of the real intelligence robotic drill was unusual; it moved intermittently, a quarter-turn at a time. Same problem occurred with another drill. The same ri robotic drill attachment was used with both drills; therefore, there was a possibility that the attachment was at fault. The procedure was performed, after a 20-min delay, with a change in surgical technique (manual). No further complications were reported.

Manufacturer narrative:
Internal complaint reference number: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.